Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the overtemp alarmed as intended when triggered. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer did not have an audible over temperature alarm. This event was found during testing. No adverse events were reported.